Manufacturer narrative:
Device evaluation summary: evaluation of monitor sn (B)(4) and belt (B)(4) is still underway. Review of the downloaded data does not indicate any device malfunction contributing to the event. Initial evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. Device manufacture date: monitor: 12/16/2014, electrode belt: 12/17/2015.

Event description:
A us distributor contacted zoll to report that a patient passed while wearing the lifevest. The patient was reportedly in a nursing home when alarms began to begin CPR. The patient was reportedly conscious when the alarms began but became unconscious. The patient's daughter-in-law and caregiver were with the patient at the time of the event and performed CPR. Review of the download data indicates that the patient initially experienced a ventricular fibrillation event during which motion artifact and response button use interrupted the detection and treatment sequence. Response button use corresponds to the patient being conscious when the alarms began. The source of the motion artifact cannot be positively identified but may be attributed to moving the patient. CPR artifact was noted and corresponds to the reported CPR efforts.